Event description:
Procedure type: hysterectomy. According to the reporter: the tip of the needle broke off after the device would not toggle. The needle was retrieved. A new device was used. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).